Manufacturer narrative:
The t:slim g4 user guide states: "calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated over the weekend (400 mg/dl). The customer delivered a correction bolus via the pump to address elevated bg level. The customer stated they believe the elevated bg levels were due to occlusions that the pump was not alerting them of. Review of the pump data by tandem technical support showed that there were no occlusion alarms for the dates reported. Reportedly, the customer does not test their blood glucose level often and does not calibrate cgm meter on pump. Pump data showed multiple calibration reminders the customer did not address. Tandem clinical diabetes specialist reported that the customer has started changing the site every two days and this seems to be helping.